Event description:
Caller indicated the relion micro was reading low. On monday morning around 10am the nurse took the patients reading and got 29, but he did not have symptoms so she thought that was not accurate. The nurse took another reading with her meter and got a reading of 120. He said he was feeling ok, but he was told his meter is not working. He is storing in bedroom and does change his lancets and washes hands. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report.